Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
It was reported the touchscreen did not work. The device was in clinical use however no patient harm was reported. The field service engineer (fse) confirmed the issue. The fse replaced the mmi board and the issue was resolved.

Manufacturer narrative:
Additional information was received from the customer the issue was observed during testing, and there was no patient involvement.